Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that eight months and eight days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at cannulation zone via the left forearm, the subject had an adverse event of reintervention for stenosis of the mid fistula and juxta anastomosis of the study arteriovenous fistula which required an arteriovenous access circuit reintervention. Standard percutaneous transluminal angioplasty procedure was performed to treat cephalic vein restenosis. Treatment reintervention was successful, no new access created, and the outcome of the serious adverse event was resolved. It was further reported that eleven months and twenty days after index procedure, the subject had an adverse event of severe stenosis in the juxta-anastomotic vein and outflow vein due to decreased access blood flow which required an arteriovenous access circuit reintervention. Standard percutaneous transluminal angioplasty and drug coated balloon angioplasty procedures were performed to treat decreased access blood flow. Treatment reintervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that eight months and eight days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein, the subject developed a serious adverse event of reintervention of study arteriovenous fistula at the cannulation zone and perianastomotic venous due to decreased access blood flow which required an additional arteriovenous access circuit reintervention. It was further reported that standard percutaneous transluminal balloon angioplasty procedure was performed to treat decreased access blood flow. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that eight months and eight days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein via the left forearm, the subject developed a serious adverse event of stenosis of the mid fistula and juxta anastomosis of the study arteriovenous fistula.reportedly, standard percutaneous transluminal balloon angioplasty procedure was performed to treat cephalic vein restenosis. The treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies or secondary stage procedures reported for this subject to date. The current status of the patient is unknown.